Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.07 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted pancreatectomy (whipple procedure) surgical procedure, the blade of the harmonic ace instrument broke and fractured. The broken fragment was retrieved during the same procedure and the defective instrument was replaced. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 8 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected. Prior to use, the instrument was in the sterile packaging, and the nurse took it out without inspecting it carefully. All fragment(s) were retrieved with laparoscopic-forceps during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon noticed that an abnormal sound was coming from the generator when firing. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to tests/laboratory data specific to the incident.